Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the returned device. It is unknown if this complaint occurred with model aa63181002 lot 6230711, or with model aa63161002 lot 6369785. Both lots were reviewed for this complaint: we searched for other complaint and we didn't find other complaint on these lots. Checking the quality databases revealed no anomaly in connection with the described defect. On october 08 we received the device for evaluation - we see weak burrs which is acceptable according to our specification our medical evaluation concluded : the incident of unexpected significative bleeding was probably due to patients' condition, treated by anticoagulant in a context of long-term urinary catheterization for urinary disorder. Based on the above, this complaint is not confirmed as a product defect.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a male patient had bleeding after the new catheter had been inserted. The patient usually has a permanent catheter, it was a routine change. The patient was taken to the urology department. His outcome is good now. Additional information indicated the patient was under anticoagulant therapy, over (B)(6) years old and had a lying catheter when he came to the ward. The patient had also previously experienced the same kind of bleeding with a non-coloplast catheter.